Manufacturer narrative:
MDR 1219913-2024-00326 was initially filed on 22-may-2024. Additional information (25-jun-2024): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states reported observation of elevated quality control (qc) and patient results when using atellica im enhanced estradiol (ee2), lot 335. Siemens evaluated the instrument data and the information provided by the customer. The customer performed a recalibration of the ee2 assay. After recalibration, the quality control (qc) results recovered within the laboratory expected ranges. Service was dispatched to the customer site and the instrument¿s event log was reviewed. Close review of the instrument data showed the primary and secondary vacuum were running high. Siemens customer service engineer (cse) performed the routine vacuum system troubleshooting. Following this routine troubleshooting intervention, qc results were stabilized, and precision was acceptable. The issue appears to be resolved although a specific cause for this event was not identified. A product problem has not been identified. The customer is operational and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. The customer observed ee2 quality control (qc) results above acceptance ranges, and repeat-tested samples which had been tested when qc was out. The initial elevated results were reported to the physician(s). The samples were repeat-tested and lower results were obtained. According to the customer, no corrected reports were issued since the results were not questioned by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the elevated ee2 results.